Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat suv vacuum stabilizer system, st was not holding in position while sewing his anastomosis. The assistant said the heart was the size of a football, extremely large. Hospital continued with the device, until anastomosis was completed. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, acrobat suv vacuum stabilizer system, st was not holding in position while sewing his anastomosis. The assistant said the heart was the size of a football, extremely large. Hospital continued with the device, until anastomosis was completed. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). A lot history record review was completed for lots 25139078, 25139806 and 25140130; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s recorded in the lot history.